Manufacturer narrative:
H6; device codes have been updated to include c62823. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-apr-27, additional information was received from the healthcare professional (hcp), via a manufacturer representative (rep). It was reported the patient was having withdrawals. The patient also reported having excess drug in the pump at refills. The patient was having a catheter revision/replacement on the date of this report. Environmental, external, or patient factors that may have led or contributed to the issue were "weight gain/loss". No diagnostics/troubleshooting was performed. The issue was resolved at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 24-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl (10000 mcg/ml at 25003 mcg/day) and bupivacaine (unknown concentration at 3.304 mg/day) via an implantable infusion pump. It was reported that the patient was having difficulty with their implant. It was noted that the patient had been having severe withdrawals since last week and this morning she did her last bolus and it seem to "hit her kinda of hard." The caller stated that she was rolling in bed and feeling like going into seizure. It was reported that the patient thought she was either being underdosed or the catheter was clogged. It was noted that the patient was getting six, 200mcg bolus per day. The caller was redirected to their healthcare provider (hcp). No further complications have been reported as a result of this event.